Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had not been opened. A field service engineer ran diagnostics, inspected the back panel, and tested the drawer several times and all tests passed successfully. The system functioned as intended after the field service engineer completed the repair.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer does not open. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.